Manufacturer narrative:
The insulin pump was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to no button response due to corroded keypad traces. The pump was received with missing keypad overlay. Pump was received with minor scratched lcd window, scratched case and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 8.2 mmol/l at the time of the incident. The customer stated that the front panel is peeling off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.